Event description:
The patient contacted lifescan alleging that their one touch profile meter was reading inaccurately erratic. They obtained results of 35 and 64 mg/dl on the reported meter within 10 minutes of each other. On another day, they obtained results of 100 and 180 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodology, in both cases, the calculated difference of the glucose results exceeded the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of meter in terms of precision. The check strip result was within the specified check strip range. A control solution test was not performed, as the patient did not have control solution. The meter, test strips, and control solution were replaced.